Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports 1 cc juvéderm® voluma¿ with lidocaine injection on nose and patient felt eyes were very painful immediately and could not see. The pain was so painful that patient could not stand well. The nose turned black, suspected that injected into blood vessels, has been sent to emergency room.